Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was damaged at the 5th row, the stent struts were pushed, lifted and twisted distally. This type of damage is consistent with the stent encountering resistance during attempts to cross a calcified lesion. The bumper tip showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that shaft kink occurred and crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). After plain old balloon angioplasty (poba) was performed, a 4.00 x 12 synergy­¿ drug-eluting stent was advanced; however, difficulties were encountered. After several attempts of delivering the device, the device was kinked. The procedure was completed with a 3.5x12 non-bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.